Event description:
It was reported that during a hand assisted laparoscopic splenectomy and colectomy, the device ripped. There was no patient consequence. There is no additional information available at this time.